Event description:
It was reported that during a therapy upgrade/downgrade the right ventricular (rv) lead had an unknown product performance issue. A different rv lead was implanted successfully. No additional adverse patient affects reported. Device will not be returned.

Event description:
It was reported that during a therapy upgrade/downgrade the right ventricular (rv) lead had an unknown product performance issue. A different rv lead was implanted successfully. No additional adverse patient affects reported. Device will not be returned. Additional information was later received from the field that noted that the rv lead had an abrupt rise in pacing impedance that was out of range which suggests there may have been a compromise lead conductor.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields; b5: describe event or problem, h6: device codes, along with any other relevant fields have been updated.